Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the event resolved without sequelae on (B)(6)2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) and a clinical study (sdy) on (B)(6) 2017. It was reported that the patient had intermittent withdrawal symptoms in combination with a seroma at her midline incision on her back. It was unknown what environmental/external/patient factors may have led or contributed to the event. A dye study was done on an unknown date, approximately end of (B)(6) 2017. As an action/intervention surgery was done to replace the distal segment of the catheter. At surgery time it was noted that the catheter was bent and leaking from the area it was bent. The hcp noticed a hole in the catheter at that point and wanted it sent back to the manufacturer for analysis. The pump was to be sent back to the manufacturer for analysis. The issue was resolved at the time of this event. The patient's status was "alive- no injury" and no further complications were expected or anticipated.

Manufacturer narrative:
The other relevant components include: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving dilaudid (hydromorphone) (10.0 mg/ml at 4.312 mg/day), bupivacaine (11.3 mg/ml at 4.873 mg/day), and fentanyl (696.0 mcg/ml at 300.14 mcg/day) via an implantable pump for spinal pain, radiculopathy, and non-malignant pain. On (B)(6) 2017, the patient reported a seroma on their spine by the pump. An examination by the hcp was performed on (B)(6) 2017, revealing a golf ball sized moveable, non-tender mass at the midline incision that had been there 6 weeks. A catheter access port (cap) contrast study was performed on the same date, revealing a catheter leak at the spinal anchor site. The device diagnosis was catheter leakage, and the clinical diagnosis was increase in pain. There were no actions taken. The event resulted in an unscheduled clinic or office visit. The event was related to the device/therapy, and not related to the implant procedure. The event was ongoing.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study updated the device diagnosis as a catheter kink and the clinical diagnosis as increased pain secondary to seroma found at the midline incision. It was reported a mass was found at the catheter tip on (B)(6) 2017.

Manufacturer narrative:
Analysis of the device found a reliability non-conformance of the catheter body with a hole caused by deep abrasion. (B)(4).